Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on an undisclosed date and mesh was implanted. On (B)(6) 2016, she underwent an invasive surgical procedure at (B)(6) hospital in (B)(6) to remove most of the mesh and had a surgical resection of omentum that was attached to mesh. No additional information was provided.

Manufacturer narrative:
It was reported that following procedure the patient experienced abdominal pain and scarring.